Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of high results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 100-120mg/dl fasting. Verified the strips expired 5/21/2017. Customer confirms the strips have been stored in the kitchen and were first opened 11/22/2015. Customer is concerned with: results obtained: (B)(6). Customer's wife ((B)(6)) called and stated that her husbands truetrack blood glucose monitoring device is displaying results that she believes to be inaccurately high when compared to his normal blood glucose values. Customer became concerned when his truetrack displayed 567 mg/dl in the evening (fasting). .